Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, a faradrive was selected for use. During procedure, when introducing the mapping catheter into sheath, it was not able to aspirate through valve. It was tried to aspirate without success. The procedure was completed using an alternative device and no patient complications were reported. The devices are not expected to be returned as were retained by the customer.